Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient's representative reported "capsulectomy and implant replacement because of having suffered from recurrent seroma" and "physical damage, serious moral hardships, added to the economic costs derived from all this". Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.